Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent l5-s1 anterior lumbar interbody fusion/posterior fixation at l5-s1 due to spinal stenosis/disc degenerative disease. During the procedure, when the surgeon released the extenders from the screws at l5-s1, it broke upon release .the product came in contact with the patient. No fragments remained inside the patent as the result of the event. No patient complications were reported. No malfunction was reported with the screws.

Manufacturer narrative:
Device evaluation: visual and functional evaluation confirmed that one of the locking tabs has separated from the main body of the extender. The separated tip was not returned for analysis. The arm/tip can be separated if it is angled too far in one direction. This appears to be the most likely cause of the separation. If information is provided in the future, a supplemental report will be issued.